Event description:
Post surgical leg brace, bledsoe revolution 3, had defective velcro straps. Straps readily detach, causing brace loosening slippage, posing acute risk of slip and fall. Brace to be worn 6 wks post-surgery to allow for wound healing and bone setting. Brace falling off due to defective straps is an unacceptable risk. FDA safety report ID# (B)(4).